Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer¿s blood glucose level was 66-127 mg/dl. Reportedly, the customer consumed carbohydrates to address bg level. Reportedly, a pump reset was performed and issue was resolved. Recommendation was made to consult with a healthcare provider to discuss diabetes management.